Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar energy is not working and the generator is displaying error code c34. Tse advised changing the monopolar settings from swift to classic as a temporary workaround however the issue returned. Technical support engineer (tse) guided customer to use force triad as workaround. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.